Event description:
It was reported that pump experienced recurring malfunction alarms identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and provided instructions for storage mode, pump return, and setup of pump settings and continuous glucose monitor on replacement device, which customer understood and acknowledged.